Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 53 mg/dl; cause of bg not known. Customer was treated with intravenous fluids of "d50" to address the bg. Customer was discharged from the ER the following day, on (B)(6) 2026 with the issue resolved.